Event description:
It was reported to philips that the system did not power up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not power up. Analysis of the system log files revealed structural soldering issues with the soldering bumps of the f-chip, located on the frame grabber cards. These issues were identified as the cause of the boot failure. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. To resolve the issue, the fse replaced the flex vision pc. The defective flex vision pc was returned to philips for failure analysis, and the cause of the failure was found to be the frame grabbers. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a medical device correction, z-1144-2024. After the replacement, the system returned to good working condition. The codes were updated based on the investigation outcome.